Manufacturer narrative:
This report was submitted originally in (B)(6) 2017 under guidance of the FDA as a retroactive submission. This adverse event is being resubmitted due to errors in section .

Event description:
A customer from (B)(6) medical center in (B)(6) reported that their cooler heater is " developing a pink film in the water lines comng out of the cold water tak for the cardioplegia." We believe this pink film to be either serratia marcescens, methylobacteria or a similar bacteria that is commonly found in water supplies.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The device exhibited what appeared to be signs of bacterial contamination. No patient was involved or affected.

Event description:
Customer reported that their 3 heater coolers are developing a pink film in the water lines coming out of the cold water tank for the cardioplegia.